Manufacturer narrative:
Block b3: the exact date of the event is unknown. Approximated based on the month and year of the article was published. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: mohamed, m. A. Z., ahmed, m. T. T. A. E. S., muhammad, s. S., & mohammed, h. A (2024). Risk factors of stone residual after retrograde intrarenal surgery: a prospective cohort study. Urologia journal 1-8. Https://doi.org/10.1177/03915603231222083. Journals.sagepub.com/home/urj. Block h6: patient code e230101 captures the reportable event of fever. Patient code e0506 captures the reportable event of hemorrhage/blood loss/blessing. Patient code e0306 captures the reportable event of sepsis patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 captures the reportable event of serious injury/illness.

Event description:
Boston scientific became aware of an event involving a navigator access sheath through the article, risk factors of stone residual after retrograde intrarenal surgery: a prospective cohort study, by mohamed mahmoud abdelfatah zaza et al. Per the article, the aim of this study was to identify the associated risk factors to improve patient management and treatment selection. A total of 100 patients with renal stones were recruited to be included in the study, where it was studied the amount of residual stones after the retrograde intrarenal surgery (rirs). Each patient underwent a preoperative assessment, which the purpose of studying their medical history and to examine their bodies. The medical history included previous surgeries and anatomical abnormalities, while physician examination included the calculation of the body mass index, laboratory tests for collection of blood samples to determine blood count, kidney function tests, and a coagulation profile. The patients also got urine culture to exclude those were result was positive. Finally, radiological imaging was also performed in the subjects. The intraoperative and postoperative data collection included the type of anesthesia used, the experience of the surgeon, operative time, laser power and settings (like energy and frequency), intraoperative complications, and stent size. After analysis of the surgical characteristics and outcomes, it was identified that there was one case (1) case of intraoperative injury, two (2) cases of postoperative fever and one (1) case of postoperative sepsis; also bleeding was identified as intraoperative complications during the procedures. The study classified the cases in two (2) groups according to the presence or not of residual stones after the rirs procedure; 19% of the cases had stone residuals, while 89% did not have any residuals. There was no significant difference between the groups regarding anesthesia type or surgery duration. Also, the incidences of postoperative fever and sepsis were not statistically significantly different between the groups, as the statistic p values resulted on p=0.190, p=0.345 and p=0.190, respectively.